Event description:
Customer reported persistent occlusion alarms with the pump, leading to a loss of trust in its therapy. Blood glucose level impact was not reported, but the system check indicated no pump issues. Customer used multiple cartridges and infusion sets but continued to experience alarms. Cts provided storage mode instructions and requested the return of the problematic pump with a prepaid label, which the customer agreed to. The pump was replaced, and the customer opted to use mdi as a backup therapy.